Event description:
The service report shows the customre reported that the 840 ventrilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breach delivery unit central processing unit board (bdu cpu). The unit passed extended self testing.